Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled.

Event description:
The recipient is not responding to sound stimulus with the device. The hearing performance has been reduced since 2019. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Based on the received information from the field, the recipient had lost the hearing perception from the implant system. Latest in-situ measurements show elevated electrode impedances in the regions of the most basal channels as well as a short circuit between two implant channels. However, no previous measurments have been received. Further, reportedly the active electrode is in the correct position of the cochlea and no information about contribution of medical issues has been reported. Therefore a damage to the active electrode seems likely, however to determine a root cause for the observed short circuits and the increased impedance on the most basal channels, a device investigation of the implant would be necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The recipient is not responding to sound stimulus with the device. No trauma has been reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is not responding to sound stimulus with the device. There is no reported history of trauma.